Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system was used and the closure device was successfully implanted. A few hours after the procedure, the patient experienced one sided hemiplegia and dysarthria. The patient was moved directly to the stroke unit in the hospital. The patient was awake and responsive. The patient's activated clotting time (act) was in therapeutic range. There was no air in the device or patient and no evidence of thrombus. The patient suffered a hemorrhagic stroke. The patient still has one sided hemiplegia, but is mobilized and hemodynamically stable.

Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure to treat an arrhythmia, the physician used 8.5f non-boston scientific sheath and an intellamap orion catheter for positioning and ablation. During mapping, when the orion catheter reached the target position at right ventricular outflow tract (rvot), the patient said her chest felt uncomfortable. X ray showed cardiac tamponade. Blood pressure decreased from 120/80mmhg to 90/60mmhg. Pericardiocentesis was performed and 260ml of non-clotting blood was drawn. The blood pressure recovered to 120/70mmhg. Rescue was successful and physician decided to stop surgery. The patient's consciousness was clear during surgery and rescue. The patient was sent to intensive care unit for observation. It was suspected that the event was related to the "too deep" position of the sheath, but it was hard to judge if the event was related to the orion. The device was returned for analysis. Visual inspection showed no visible abnormalities. The electrical test was performed and the device passed the test. The device passed all relevant testing/inspection.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:58 pm CT.the report number is being corrected from: 2134265-2018-63947to: 2134265-2018-60091

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 08:25 am CT. The report number is being corrected from: 2134265-2018-64093 to: 2134265-2018-60091. This report is follow-up # 1.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system was used and the closure device was successfully implanted. A few hours after the procedure, the patient experienced one sided hemiplegia and dysarthria. The patient was moved directly to the stroke unit in the hospital. The patient was awake and responsive. The patient's activated clotting time (act) was in therapeutic range. There was no air in the device or patient and no evidence of thrombus. The patient suffered a hemorrhagic stroke. The patient still has one sided hemiplegia, but is mobilized and hemodynamically stable. It was further reported that the medication used during the procedure was heparin and the patient's act was in a therapeutic range. Post procedure, the patient was taking clopidogrel and aspirin. The patient was in a rehabilitation hospital and is fine with only a very slight hemiplegia remaining without impairment.